Event description:
Reportr stated that the balloon of a pt's gastric tube's burst and remained fixed to the pt. The pt with a history of aphasia and long-standing problems with balloons bursting (about 2 x month). No other feeding information was reported. The pt was taken to the e.r. For tube removal and replacement (significant medical intervention). The pt was given medication (morphine sulfate 10 mg p.o.) Due to complaints of pain. A new tube was placed without difficulty. There were no further reports of injury, adverse events or adverse effects. One pt involved.